Manufacturer narrative:
System manufacturing records were reviewed, and no issues were identified. Bronchoscope manufacturing record review could not be completed, as the scope was discarded and logs were unavailable. The scope was not returned, and failure analysis or video review could not be performed due to unavailable logs and device data. The physician confirmed the seizures were unrelated to the galaxy procedure, attributing them to the patient's recent head trauma and pre-existing condition. The event was determined to be patient-related and not associated with device performance or procedural factors. This complaint is reported due to the following conclusions: multiple seizures were reported after a galaxy-assisted biopsy procedure, occurring after the patient awoke from anesthesia. The patient was admitted to the ICU for monitoring and subsequently recovered without complications. The physician did not attribute the injury to the galaxy system, stating it was related to the patient's recent head trauma. No device malfunctions were reported.

Event description:
The patient experienced multiple post-operative seizures after awakening from anesthesia following a galaxy-assisted bronchoscopy procedure. The patient was admitted to the ICU and recovered without complications. No device malfunctions were reported.